Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ maude report: patient complains of pain and a squeak upon bending. Update: litigation papers received (B)(6) 2014. Litigation alleges discomfort, difficulty ambulating and possible metallosis. Litigation also alleges that patient has been revised but does not provide a date. A metal liner and femoral head are now being reported to address these allegations. The complaint has been updated on (B)(6) 2014. Update rec¿d (B)(6) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, elevated ion levels, and loose stem. Records are available for further review. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
(B)(4).the devices associated with this report were not returned. A review of the device history records for the 2756586 lot code found one manufacturing deviation. It was confirmed that the deviation should have had no effect on the reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.